Event description:
New information received states the patient was brought in the clinic on (B)(6) 2017. The device was successfully reprogrammed. The patient was stable throughout the visit.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms it was noted that the implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were discussed. No intervention was performed. The patient remained stable throughout the event.